Event description:
Infant had a double lumen 5f uvc (umbilical vein catheter) to be discontinued at 21:30. At 16:30 on that day when returning infant to bed after feeding, secondary uvc line snapped, breaking the line. Rn was at bedside and notified nnp (neo-natal nurse practitioner) immediately. Uvc was removed at that time. Actual catheter from event was not saved. (Please note that the catheter was patent and infusing without problems prior to it breaking).additional note: catheter snapped and broke while inside a baby's umbilical vein. Luckily, the nurse had a clamp and clamped it off immediately and averted a catastrophe. (This type of event could lead to a possible death due to exsanguination from blood loss). The product is an argyle umbilical vessel catheter dual lumen. The blue lumen snapped off. The lot currently in stock is 1430700080. We do not have the package from the defective catheter.per our nurse clinician:the nurses wear clean (sterile gloves when changing tubing) gloves with any contact with the catheter but the line itself is not routinely cleaned off; the hub only is routinely scrubbed prior to use with a 3% chlorhexidine wipe which has some alcohol in addition to the chg.